Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that her one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of 184 mg/dl, 97 mg/dl, and 103 mg/dl with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected vaule of <= 20% and/or <= 20 mg/dl; however, the pt was unable or unwilling to indicate if she had been cleaning the puncture site correctly. The customer service rep discovered that the test strips had colored marks/tape. The pt described that some of the test strips had white marks on the end portion of the strip. The csr confirmed that the test strips were within expiration, stored properly, and not opened longer than the discard date. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt, there is an indication that the product meets the criteria for a medical device reportable. Pt's meter, test strips, and control solution were replaced.